Manufacturer narrative:
All available information was investigated, and the reported separated actuator knob and broken actuator mandrel were confirmed. The reported difficult or delayed clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed clip deployment could not be conclusively determined. The reported broken actuator mandrel is a cascading event of the troubleshooting performed for the difficult or delayed clip deployment. The separated actuator knob is a cascading event of the broken actuator mandrel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3. A triclip xtw was prepared per the instructions for use (IFU). A triclip xtw was inserted, and grasping was performed. However, while attempting to deploy the clip, the clip was unable to separate from the triclip delivery system (tcds). Troubleshooting was performed but was not successful. The actuator knob was pulled a little further. However, the actuator knob and mandrel were free. Therefore, the actuator knob with the long part of the mandrel were pulled out of the tcds. After thirty minutes of manipulation, there was no change. It was noted that the gripper lines were also pulled, and that it was suspected that the mandrel was broken. The tcds handle was then turned 1-2 times, while keeping tension by retracting the tcds handle. Fluoroscopy and echo showed that the clip was visually turning. There was a lot of tension, but suddenly the clip started to separate from the tcds. The clip was deployed, and it was still attached to both leaflets. To further reduce tr, a second clip was deployed on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.